Event description:
On (B)(6) 2012 the patient contacted animas alleging that the keypad buttons became slow to respond about two weeks ago. She stated that she wears the pump in a case in her pocket, and does not clean the pump. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported due to the alleged keypad malfunction.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber near the ok button was lifted. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. Evaluation revealed that the contrast, up arrow and down arrow keypad buttons were intermittently responding and required excessive force to activate a response. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.